Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) nurse reported that there was a dialyzer saline leak uring priming of extracorporeal circuit. The staff noted saline leaking from dialyzer. The staff observed header at top end of dialyzer to be cross threaded and separated. In a follow up, a nurse verified the saline fluid leak. There was no patient involved and no harm to a patient. The event took place during set up for a treatment. The dialyzer is available to return for investigation.

Manufacturer narrative:
Correction: g.2.

Event description:
A hemodialysis (hd) nurse reported that there was a dialyzer saline leak uring priming of extracorporeal circuit. The staff noted saline leaking from dialyzer. The staff observed header at top end of dialyzer to be cross threaded and separated. In a follow up, a nurse verified the saline fluid leak. There was no patient involved and no harm to a patient. The event took place during set up for a treatment. The dialyzer is available to return for investigation.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: a sample was provided from the reported lot for evaluation. During gross visual examination, the header was found to be cross threaded to the left of the label, which is known to impact the integrity of the dialyzer and to cause a leak. No other damage or irregularities were noted on the returned sample. See the attached photo documentation in the content tab. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A hemodialysis (hd) nurse reported that there was a dialyzer saline leak uring priming of extracorporeal circuit. The staff noted saline leaking from dialyzer. The staff observed header at top end of dialyzer to be cross threaded and separated. In a follow up, a nurse verified the saline fluid leak. There was no patient involved and no harm to a patient. The event took place during set up for a treatment. The dialyzer is available to return for investigation.